Event description:
It was reported that a patient underwent hernia repair procedure on an unknown date and absorbable staples were used to fixate the mesh. The patient experienced a recurrent hernia. The reoperation took place on (B)(6) 2012. During the procedure, it was noted that the mesh was found pushed together approximately one centimeter away from the hernial orifice. Additional information has been requested.

Manufacturer narrative:
(B)(4). Recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04170. The same patient is represented in each medwatch.